Event description:
Bilateral capsular contracture, baker grade 1, right-side.

Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with no discoloration. The device weighed 353.0 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.